Manufacturer narrative:
On 7-sep-2021, additional information was received indicating that the long sheath used to enter the cs was a competitor¿s sheath. Either an agilis or sl but the detailed product information was not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30542295m number, and no non-conformances related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient a cardiac tamponade occurred requiring pericardiocentesis. At paf1st session, after sound merge and brockenbrough method, and after pulmonary vein (pv) was reisolated, blood pressure dropped. When the soundstar was inserted into the right ventricle (rv), effusion could be seen by left ventricle (lv) short axis. This occurred about 1 hour since the procedure was started; during use the biosense webster inc. (Bwi) device, during the ablation phase. The blood pressure recovered with drainage being performed and the procedure was completed. The outcome of the adverse event was reported as improved. The physician commented that later, the doctor looked back and found that blood pressure began to gradually decrease immediately after coronary sinus (cs) insertion. According to the view of the physician after the procedure, it accidentally entered the cs inlet when inserting a long sheath, which was likely the cause. The physician¿s opinion on the cause of the adverse event is that it was procedure related. There was no evidence of steam pop reported. No error messages observed on bwi equipment.